Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax), d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary UDI number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was not determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 57-year-old male presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage e. The patient was supported concurrently with veno-arterial extracorporeal membrane oxygenation (ECMO). During support, the patient experienced continuous suction alarms at performance level p-2. Central venous pressure was 13¿14 mmhg, and volume status was assessed as adequate. Bedside echocardiography demonstrated the pigtail positioned beneath the papillary muscle. While attempting to reposition the device to free the pigtail, the pump was inadvertently withdrawn into the aorta. The device was subsequently re-advanced across the aortic valve into the left ventricle and positioned with the pigtail free-floating and away from the papillary muscle, with appropriate position confirmed; however, suction alarms persisted. Troubleshooting measures included an albumin bolus and temporary reduction of ECMO flows, which the patient did not tolerate; ECMO flows were restored to 4.5¿4.7 l/min. Suction alarms persisted despite these measures. Dobutamine was initiated, after which the suction alarms resolved. The bedside nurse reported oozing at the swan-ganz catheter site and from the endotracheal tube. The impella access site and ECMO cannulation sites remained stable. The patient received two units of packed red blood cells. The patient was subsequently upgraded to an impella 5.5, and the impella cp was explanted.